Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the pump near the battery compartment and broken battery tube threads.

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose was 3.6 mmo/l. The customer was assisted with troubleshooting. The customer stated that the insulin pump had crack in battery compartment and dropped it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.. The device will be returned for analysis.